Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, there was a piece of white septum material in the syringe. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer¿s blood glucose was 142(mg/dl).